Event description:
A customer reported that ultrasound oscillation was unstable during a cataract intraocular lens implant procedure. The customer suspected that the cause was "weak suction". There was no har to the pt.

Manufacturer narrative:
The company representative examined the system and no abnormality was observed. The company representative cleaned the u/s (ultrasound) controller pcb (printed circuit board) connection contacts. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).